Event description:
The customer reported the alarm will not power on. The customer reported they replaced the batteries with a new supply and there are no signs of battery leakage or corrosion in the battery compartment. The customer did report that one of the battery springs look bent. The customer did not provide a date when this was found. The customer did state that there was no patient incident or injury.

Manufacturer narrative:
Evaluation results: evaluation of the returned product did confirm the reported issue; there is a badly bent battery spring inside the battery compartment. On the first two attempts to power on the alarm with new batteries, the alarm did not power on. On the third attempt the alarm did power on with batteries and passed all tests. The ink on the warning label is smeared. Note: instructions for use for battery installation states: hold alarm vertically upside down to prevent the battery springs from bending during battery installation. After changing batteries, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. (B)(4).